Event description:
The patient later reported on (B)(6) 2014 ¿I¿ve had so many problems in the last 2 months¿. The patient had pain on her side and she has been to the ER. The ER could not do anything about it and it was the ins. The patient was given a shot and sent home. The patient commented about taking the ins out.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the patient fell a couple of months prior to report and "banged her knee and her right side where the implant was." It was noted that nothing had been bothering her until now. It was noted that for the last two weeks she had been getting electric shocks on her sides. The patient's health care provider prescribed her cream for the pain she was having from her middle to her back thoracic area to her right side. It was noted that when the patient was putting the cream on her side on the day of report, she was getting electrical shocks. The patient reportedly got x-rays on her sides that showed she had arthritis but no broken ribs. The patient reported that she did not believe that they were looking for anything with the leads at that time. Additional information received two days later reported that the shocking had been getting worse in the past week. The patient reportedly felt shocking at the implant site , half an inch above it, and also across her stomach on the morning of report. It was noted that "sometimes the shocks were pretty bad." It was noted that the device had been off since 2011. The patient reportedly noted bruises on her stomach on the morning of report as well. The patient was unsure if these were from the shocking but they were reportedly not there before. These symptoms occurred following a fall where the patient "got skinned up on her right side, where the implant was located." The patient reportedly fell a couple months prior to report and got a kidney infection a couple weeks prior to report and was on antibiotics. The patient was notably interested in a device explant and was looking for a physician who would perform the surgery. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 254130001, implanted: (B)(6) 2010, product type: accessory. Product ID: 3 778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).